Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the footboard broke when the bed hit the door handle. It is unk if there was pt involvement, however, no adverse consequences are reported.